Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As reported initially via website on (B)(6) 2017, the patient complained ¿corneal ulcer¿. Follow-up information received on 06/30/2017 stating that the treatment was completed. It was unspecified if what kind of medication was given and with unspecified treatment modality. The symptoms on both eyes are still unknown. Additional information has been requested, but has not been received at this time.